Event description:
It was reported that during an implant procedure the mobile programmer was not displaying sensing measurements for the atrial lead when implanted. It was noted that the patient cables were adjusted however no atrial sensing markers were visible on the rhythm and it appeared to the user that the atrial port was inactive. The user verified that the pacing leads were connected properly through visual inspection and normal sensing of the ventricular lead. The user switched to an alternative back up programmer that tested both leads successfully to resolve the issue using the same pigtail cable used with the mobile programmer. The mobile programmer was then used to program the device and perform testing through the device successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.